Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they were not able to feel stimulation on the right lead. Patient reported their physician said that the lead was too deep and that they might not feel the stim or the signal. Patient was switched to the right lead and increased to 8.0 and no stimulation was felt. Patient reported it was hard to tell if their symptoms were worse or not. Consumer later reported it felt like they were doing worse. No further complications reported.